Manufacturer narrative:
One bivona® 3.5mm aire-cuf® pediatric straight neck flange tracheostomy tube was returned for investigation. Visual inspection of the returned device was performed with the unaided eye and under normal plant lighting; no obvious defect was observed with the device. During functional testing, the device cuff was inflated with air and the device was submerged under water. No bubbles (indicating a leak) were found escaping from the device. Investigation determined that the returned device functioned as intended and no fault was found.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the bivona® aire-cuf® pediatric straight neck flange tracheostomy tube had a leak in the device cuff. The event was observed spontaneously by a medical professional and the device was replaced after discovery. According to the reporter, the device was in patient use from (B)(6) 2017. The reported event occurred during the initial use of the tracheostomy tube and the device cuff was tested prior to patient use. It was reported that the event was resolved and that no patient injury occurred.